Event description:
It was reported that low r-wave measurements and t-wave oversensing was seen on the device. Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating ts was contacted to review episodes with possible oversensing causing many rythmiq episodes. Ts discussed that there was possibly far-field and cross talk oversensing and recommended programming optimization. The device and leads remain in service. No adverse patient effects were reported.